Event description:
It was reported that the patient had a slow heart rate and was not feeling well. It was noted that there was t-wave oversensing. Sensitivity was reprogrammed to attempt to eliminate this issue. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and no anomalies were found.

Event description:
It was reported that the patient had a slow heart rate and it was noted that there was t-wave oversensing. Sensitivity was reprogrammed to attempt to eliminate this issue. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.